Manufacturer narrative:
Hamilton medical ag case number is: cer 136127.

Event description:
The following was reported to hamilton medical ag: o2 cell test failed and technical event 231036 (selftest failed) showing. No patient involvement.